Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was taken to the emergency room due to a low blood glucose level. Blood glucose level at the time of the incident was not provided. The customer also reported that the insulin pump's battery life was two weeks long. Customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.